Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered a cardiac tamponade. It was reported that contour could not be obtained because of a magnetic sensor error. There was difficulties due to multiple metal interference right after inserted into the patient¿s body. The catheter was changed, but the issue was not resolved. However, the procedure was completed. In addition, a cardiac tamponade was reported. Multiple attempts have been made to obtain clarification to this complaint. Included was a request for clarification on the ablation catheter used. However, no further information has been made available. With the information available, conservatively this complaint will be reported for a cardiac tamponade under the thermocool® smart touch® sf uni-directional navigation catheter. Since the cardiac tamponade event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The magnetic sensor issue was assessed as not MDR reportable. The incidence of magnetic sensor error is easy detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote.

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 29-mar-2022 updating that a cardiac tamponade did not occur. Therefore, this complaint has been downgraded to not MDR reportable. Manufacturer's reference number: (B)(4).